Manufacturer narrative:
(B)(4). Customer replaced graphical user interface (gui) printed circuit board (pcb)and requested software flash. Covidien service engineer (se)flashed software and performed full performance verification testing per manufacturer service manual. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an erratic lower display. The ventilator was not in use on a patient at the time the event occurred.